Event description:
It was reported that during a clinic visit, the patient with this cardiac resynchronization therapy defibrillator (crt-d) system reported having experienced a shock episode. The health care professional (hcp) interrogated the device and called technical services (ts) for a consult review of the stored episodes. Upon review, the presenting electrogram (egm) showed the patient to be in an atrial fibrillation (af) with rapid ventricular response (rvr) rhythm. Ts reviewed the stored ventricular episode and observed the rhythm appeared to be one to one ratio, with the rate being at the monitor only zone. Further along the episode, ts noted that the patient atrial arrhythmia rate accelerated to the ventricular zone which led to the device to deliver four bursts of anti-tachycardia pacing (atp) and one shock therapy. The shock terminated the rhythm. The therapy was determined to be inappropriate. Ts discussed programming options to the hcp. At this time, this crt-d remains in service. No additional adverse patient effects were reported. Additional information was received from the device treating clinic health care professional (hcp) during a follow up visit reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded an episode. Further review of the episode showed the patient was in an atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia and the device had inappropriately delivered a burst of anti-tachycardia pacing (atp) and shock therapy. Technical services (ts) provided programming options to the hcp. At this time, the crt-d remains in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that during a follow up visit, the health care professional (hcp) called technical services (ts) for review of the crt-d presenting electrogram (egm) due to concerns of atrial beats were not sensed. Upon review, ts determined that the atrial beats were being functionally undersensed by the device. The presenting egm showed the device to be operating as expected. Ts discussed programming optimization with the hcp. No additional adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that during a clinic visit, the patient with this cardiac resynchronization therapy defibrillator (crt-d) system reported having experienced a shock episode. The health care professional (hcp) interrogated the device and called technical services (ts) for a consult review of the stored episodes. Upon review, the presenting electrogram (egm) showed the patient to be in an atrial fibrillation (af) with rapid ventricular response (rvr) rhythm. Ts reviewed the stored ventricular episode and observed the rhythm appeared to be one to one ratio, with the rate being at the monitor only zone. Further along the episode, ts noted that the patient atrial arrhythmia rate accelerated to the ventricular zone which led to the device to deliver four bursts of anti-tachycardia pacing (atp) and one shock therapy. The shock terminated the rhythm. The therapy was determined to be inappropriate. Ts discussed programming options to the hcp. At this time, this crt-d remains in service. No additional adverse patient effects were reported. Additional information was received from the device treating clinic health care professional (hcp) during a follow up visit reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded an episode. Further review of the episode showed the patient was in an atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia and the device had inappropriately delivered a burst of anti-tachycardia pacing (atp) and shock therapy. Technical services (ts) provided programming options to the hcp. At this time, the crt-d remains in service. No additional adverse patient effects were reported.